Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) stored an untreated episode due to oversensing of noise. Technical services (ts) reviewed the episode and determined that the noise appears consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode. Ts suggested obtaining x-rays and discussed troubleshooting steps to determine root cause of the noise. The patient was brought in for troubleshooting and it was discovered that the oversensing occurred while the patient was sleeping. The physician opted to not perform an x-ray since the oversensing was not reproducible during troubleshooting with manipulation and provocation maneuvers. An automatic set up was performed and secondary vector was programmed. The s-ICD and electrode remain in service and no adverse effects were reported.